Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. Functional testing revealed that the device presented the f-22 alarm. The cause of the condition was determined to be a damaged sensor board. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-22 alarm. It was not specified when in the process this occurred. There no patient involvement. No additional information is available.